Event description:
It was reported that patient was seen in a clinic with tears on both controller cables. The controller was plugged into the power module and it alarmed saying connects to power. The patient was switched quickly over back to batteries. The controller was exchanged with a brand-new controller. The backup controller was plugged in to ensure that it works. It looked great and backup battery did not need to be changed. Left ventricle assist device (lvad) parameters looked great before and after controller switch and were consistent. Speed was 6100, flow was 4.8, and power was 5.0, with p.I. Of 3.8. The patient was doing well and stable and left clinic. The log captured power cable disconnect/low power hazard/no external power on (B)(6) 2023 at 14:44, (B)(6) 2023 at 20:20 and (B)(6) 2023 at 13:56. This was caused by power to the mpu being briefly interrupted. Additional information stated that it was unknown if the mpu had a v-lock connector. The ac cord did not come loose. There was no issue with ac power. Related MFR # 2916596-2023-06388.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of tears on both power cables was not confirmed. The system controller serial number (B)(6) was not returned for evaluation. Log files provided by the customer were reviewed. The event log file contained data recorded on (B)(6) 2023. The data captured on (B)(6) 2023 at 14:44 revealed a power cable disconnect alarm followed by a low voltage hazard alarm. The associated voltage levels indicated that the alarms occurred when switching from 14v batteries to a mpu. The white power cable was already connected to a mpu and when the black cable was disconnected from the 14v battery, the power to the mpu was lost and the system continued to operate while supported by the backup battery. The power to the mpu was briefly restored and lost again. The power to the mpu was restored and the alarms cleared. The data captured on (B)(6) 2023 at 20:20 revealed another incident where the power to the mpu was lost and a no external power alarm became active. The data recorded on (B)(6) 2023 at 13:56 revealed that both rsoc (relative state of charge) signals suddenly decreased to 0v resulting in a low voltage hazard alarm. The alarm resolved after switching to 14v batteries. The remaining data revealed one atypical low voltage advisory alarm while on batteries. The alarms did not affect the controller's ability to operate the pump at the set speed. A specific root cause for the alarms/events captured in the log files was not able to be determined. Per the additional information, the system controller (B)(6) was exchanged; however, it will not be returned for evaluation. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d and instruction for use rev c caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.